Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6009235 have already been previously tested in the (B)(4) on 27/jan/2025. Test results: the reference samples were visually inspected and tested for air flow. All test results were within specifications as per the test report database 2109396 complaint test report. Device history record (DHR) review: the lot 6009235 was manufactured according to the work instruction (wi) version 12 manufactured in the line 6, on 14/sep/2024, with a total of (B)(4) units. DHR glue tubing: the lot 4j01638 was manufactured according to the wi version 65 manufactured in the machine/line sc02, on 13/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 09/apr/2025 against malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 6009235 and no other complaint has been registered in databse for the same lot 6009235 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event where tubing on the catheter was broken. The blood glucose level of the patient was 270 mg/dl. The infusion set was used for a few hours. No further information available.